Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed scratches on the keypad and a cracked battery door. Review of the event history log showed an occurrence of a "battery depleted" alarm message. Functional testing was unable to duplicate the reported issue. All readings of the battery were within the required specifications and the battery appeared to be working as intended. It was noted that the battery was over six years old. The battery was replaced as a preventive action. Preventive maintenance was also performed as well as all functional testing. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump battery is depleted. No adverse patient effects were reported by the customer".